Event description:
Inflation line disconnects from the tube, when a medical staff make a pt's body turn. Product was tested prior to use and no defects noted. No pt harm or injury as a result of this complaint.